Event description:
Advantage af clinical study pf106, subject ID: (B)(6). The subject underwent an index pulse field ablation (pfa) procedure involving an farawave catheter on 29mar2023, 71 pfa applications were performed with a total of 8:58 minutes of pv application. It was reported that a patient experienced a recurrence of atrial flutter atrial tachycardia, and elevated heart rate was noticed. Flecainide 50 mg bid was prescript as treatment. The case is reported as solved on 22aug2024. No serious deterioration in the health of a subject that resulted in in-patient hospitalization or prolongation of existing hospitalization. As the event occured post procedure the farawave catheter is not expected to be returned for analysis. A re-ablation procedure involving a commercial catheter on (B)(6) 2023.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.